Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the neurostimulator migrated. No other information was received. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated no cause had been determined for the extension wire rotation, malpositioning of the ins, or high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the clinical diagnosis from ins migration to left extension wire rotation and malpositioning of the ins. It was noted the ins was repositioned during the intervention on (B)(6) 2017.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was experiencing intermittent shocks, and after interrogating the ins, high impedances on all contacts except 0 of the left subthalamic nucleus (stn) lead were observed on (B)(6) 2016. Etiology was considered related to device/therapy and unlikely related to procedure. Device diagnosis was reported as ins migration. Interventions included extension explant and replacement which resolved the event on (B)(6) 2017. The event resulted in in-patient hospitalization, ER visit, unscheduled clinic/office visit and medical/surgical intervention to prevent life threatening illness/injury/permanent impairment to a body structure/function.